Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a flex arm used on patient having micro disc laminectomy therapy. It was reported that instrument was attempted to use at the beginning of the case and after clamp was added and arm was being attached when tightening down, handle broke off. This was the first use with brand new product. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis #pe:070653113 :part # 9561524, lot # my23e001 visual inspection confirmed the small knuckle handle has broken on the flex arm. Optical inspection of the fracture area did not reveal any defect that would contribute to the handle breaking. The damage to the flex are appears to be from torsional overload. H6: updated eval code method (fdm/annex b) and eval code result (fdr/annex c) codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.